Manufacturer narrative:
(B)(4). Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was noted at approximately 45.8cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. Bends to the iabc central lumen were noted at approximately 4.9cm and 42.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and an external leak was immediately noted and located around the bifurcate bushing. Upon further inspection, external leaks were confirmed from the bifurcate bushing and the bifurcate bushing adhesive. No other leaks were detected. A lab inventory 0.025in guid ewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, external leaks were confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing and the bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leaks from the iabc bifurcate bushing and bifurcate bushing adhesive. The probable root cause is manufacturing related. Nonconformances have been initiated to further investigate the issues.

Event description:
It was reported the user experienced "frequent alarm leaks". The user was unable to troubleshoot and achieve "normal counterpulsation without alarms every 3 to 5 minutes and then the pump stopping counterpulsation". After switching to other pump consoles, the alarms persisted. The catheter was then removed and not replaced. The patient's current condition is reported as "fine". No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user experienced "frequent alarm leaks". The user was unable to troublesoot and achive "normal counterpulsation without alarms every 3 to 5 minutes and then the pump stopping counterpulsation". After switching to other pump consoles, the alarms persisted. The catheter was then removed and not replaced. The patient's current condition is reported as "fine". No patient injury or harm reported.